Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family has reported via phone call that during the priming process the gear was slower than before it was intermittent when it happens, the screen was scratched from where it had been dropped on front does have tilt the insulin pump to read and turn on the backlight to see better . The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.